Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused headaches and chest pain. The patient did not report receiving any medical intervention. In initial report section b5 was incompletely mentioned and the updated section b5 should be- the manufacturer was previously received information alleging of having spot on lungs. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer. An internal visual inspection was completed by the manufacturer. The manufacturer found white and black unknown contamination (dust like) and some very small potential hairs at the air input of the blower box. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The device's event log was reviewed by the manufacturer and found no errors logged. The manufacturer concludes the unknown contaminates found were consistent with an unknown black and white particle, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation or breakdown. Section d9, g3, h3 and h6 has been updated / corrected.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused headaches and chest pain . The patient did not report receiving any medical intervention . This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.